Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (1.0 mg/ml at 0.0666mg), bupivacaine (5.0mg/ml) , and clonidine 50.0 mcg/ml via an implantable pump. It was reported that the patient was experiencing pain and discomfort within pump pocket. The patient placed on antibiotics by medical team with no improvement. The patient has visible skin break down and oozing of puss coming out of the pump wound. The pump was infected. The pump was removed, and drain was implanted to help decrease fluid buildup. There were no known environmental/external/patient factors that may have led or contributed to the issue. The medical team changed to different flow rate and dosing changes. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.